Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered that the twist clamp piece on their transfer set was broken. The patient was not connected at the time of the event. This occurred during dwell two of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.